Manufacturer narrative:
Additional information:Section D9 - Device Available for Evaluation? Yes.Section D9 - Date Returned to manufacturer: 18-Jun-2026. Section H3 - Device Evaluated by Manufacturer? Yes.Device Evaluation:The lens was visually inspected revealing that one haptic was detached. No further issues were identified. Dimensional inspection was performed on the remaining haptic confirming that the haptic width and haptic thickness were manufactured within specification. The complaint issue "Haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "Stuck in cartridge" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue.Conclusion: Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction.Corrected Data:Upon further review, it was determined that the "Adverse Event" checkbox in Section B1 and the "Required Intervention to Prevent Permanent Impairment/Damage" checkbox in Section B2 were inadvertently omitted from the initial MDR submission. These fields should have been selected in addition to the "Product Problem" checkbox. Additionally, the "Malfunction" checkbox in Section H1 was incorrectly selected and has been corrected to "Serious Injury." It was also identified that an incorrect Device Manufacture Date was reported in Section H4 of the initial MDR. These corrections have been incorporated into this supplemental MDR report, as detailed below.Section B1: Report Type: Adverse Event.Section B2: Outcome Attributed to Adverse Event: Required Intervention to Prevent Permanent Impairment/Damage .Section H1: Type of Reportable Event: Serious Injury.Section H4: Device Manufacture Date: Aug 30, 2024.All pertinent information available to Johnson and Johnson Surgical Vision, Inc. has been submitted.

Manufacturer narrative:
SECTION A2, A3, A4, AND A5: PER REGULATION EU 2016/679 (GENERAL DATA PROTECTION REGULATION), PATIENT IDENTIFIERS WERE NOT COLLECTED OR RECORDED AND THEREFORE ARE NOT AVAILABLE. SECTION E1 - TELEPHONE NUMBER: (B)(6). DEVICE EVALUATION: PRODUCT TESTING COULD NOT BE PERFORMED SINCE THE DEVICE WAS NOT RETURNED FOR EVALUATION. THEREFORE, THE REPORTED ISSUE COULD NOT BE VERIFIED, AND NO PRODUCT QUALITY DEFICIENCY COULD BE IDENTIFIED. MANUFACTURING RECORDS REVIEW: THE MANUFACTURING RECORDS FOR THE PRODUCT WERE REVIEWED. THE PRODUCT WAS MANUFACTURED AND RELEASED ACCORDING TO SPECIFICATION. A SEARCH OF COMPLAINTS RELATED TO THIS PRODUCTION ORDER (PO) WAS PERFORMED. THE SEARCH REVEALED THAT NO ADDITIONAL COMPLAINTS WERE RECEIVED FOR THIS PO. NO ESCALATION REQUIRED. CONCLUSION: BASED ON THE COMPLAINT INVESTIGATION RESULTS, NO PRODUCT DEFICIENCY OR PRODUCT MALFUNCTION WERE FOUND. ALL PERTINENT INFORMATION AVAILABLE TO JOHNSON AND JOHNSON SURGICAL VISION, INC. HAS BEEN SUBMITTED.

Event description:
IT WAS REPORTED THAT THE INTRAOCULAR LENS (IOL) WAS BEING INSERTED INTO THE PATIENT¿S EYE, ONE OF THE HAPTICS OF THE IOL BROKE AND BECAME STUCK IN THE CARTRIDGE. THE IOL WAS IMPLANTED WITH ONLY ONE HAPTIC. THE LENS WAS EXPLANTED AT A LATER DATE. NO FURTHER INFORMATION WAS PROVIDED.